Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line/set) alarm occurred during dwell three of four on the homechoice (hc). The home patient was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was reported as a result of this event. No additional information is available.